Manufacturer narrative:
During investigations of this event, a database timeout issue could not be detected. The described software issue may initialize the system setting information database and, consequently, change relevant system settings (e.g., clot detection could be turned off on the cobas c 503 analytical unit, and foam detection could be turned off on the cobas e 801 analytical unit). A customer communication was provided to customers with instructions on how to detect the issue and the steps to take should the issue occur. UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they have observed a software issue with the cobas 8000 core unit. During operation, a hard disk error and a hard disk exchange error occurred. The system was rebooted and after this the expiration date of the reagent disappeared from the reagent screen. There was no date displayed on the alarm screen, only time. On the maintenance screen which indicates completed maintenance actions, no dates were displayed, only time. It was also not possible to download data for new control lots. The reporter stated the system was working and measurements were ok. The reporter mentioned that after the issue occurred, barcoded samples would not process because the barcode setting for samples was turned off. The setting was turned on and then the system took samples with barcodes. The reporter noted that settings changed back to default for some settings. The customer re-configured the settings. The date setting was set again under the display settings on the control unit of the system and then the system was re-booted. After this, both date and time showed under the displayed reagent expiration dates and data for new lots could be downloaded. No further issues were seen after this action.